Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the returned guide wire analysis, the reported difficulty removing the prostar appears to be related to manipulation of the prostar against resistance with the wire during removal of the prostar. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The hi-torque supra core guide wire referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the aorta artery. A hi-torque supra core guide wire was advanced and a prostar was advanced over the guide wire. The guide wire was backed up and the sutures were placed using a pre-close technique. The guide wire was re-advanced and during removal of the prostar device resistance with the guide wire was felt. The procedure was performed and the prostar sutures were used successfully to close the access site. A femoral angiogram was performed and it was noted that the guide wire had separated and the tip was 3cm from the access site. A cut-down was performed to remove the separated guide wire tip and the patient is fine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.